Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product was not returned to zimmer biomet facility. Zimmer biomet employees evaluated device at the (B)(4) facility. Product was not returned to zimmer biomet facility. Zimmer biomet employees evaluated device at the (B)(4) facility. Examination of device found no evidence of product non-conformance. Failure was most likely due to patient condition or malpositioning. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04555 & 04560).

Event description:
It was reported from (B)(4) laboratory that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to adverse reaction to metal debris (armd). The revision operative report notes a fracture of the greater trochanter, a cyst, fluid within the joint, fibrous tissue and staining on the femoral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of device found no evidence of product non-conformance. The returned device showed evidence of wear. Root cause of the event could not be determined.